Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from trial patient reported that they had the trial put in the wednesday previous but today they were riding their lawnmower and unplugged the wire from the external neurostimulator (ens). The wire fell out of their pocket and the ¿plastic thing on the wire I ran over it with the plastic lawnmower so now I just have wires hanging out". It was recommended to the patient consult with their healthcare professional. There was no out of box failure reported in the event. No medical or therapy issues were noted and no patient symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.